Event description:
It was reported the patient never had therapeutic effect. The patient started at a very low dose and would go for dose increases every two weeks and the pump would not help. A test was done on the pump and ¿they were unable to get any return.¿ the pump was replaced. The drugs being delivered via the device system were morphine and an unknown drug. No outcome information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type catheter. (B)(4).